Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. At initial fitting of the devices on both sides in situ measurements on the left side showed affected channels (and art with no clear wave form). The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the initial fitting of devices to both sides were performed and in situ testing showed affected channels, art with no clear waveform. The recipient has been re-implanted.